Manufacturer narrative:
The report received was that during a coronary stenting procedure, there was a stent dislodgement. The product was clinically used and will be returned for analysis. Additional info will be sent within 30 days upon receipt.

Event description:
Describe event or problem: stent dislodgement.